Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a vizigo sheath and observed that the hemostatic valve was broken/cracked and there was blood leakage. The hemostatic valve of the vizigo short was damaged during preparation. Resolved by replacing. The procedure was completed without patient's consequence. Additional information was received on 09-mar-2026. The sheath was not being used on the patient. No needle was involved in the alleged event. Additional information was received on 10-mar-2026. The section where the issue was observed was the hemostatic valve. The issues observed was broken/cracked and blood leakage. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap and the hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed. The approximate volume of blood that was lost was a few drops, but the exact amount was unknown. The hemostatic valve damage issue was originally considered non-reportable, however, bwi became aware on 10-mar-2026 that the hemostatic valve was broken/cracked and there was blood leakage and have reassessed the issue as reportable. The awareness date for this record is 10-mar-2026.